Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery loss occurred. Customer's blood glucose level was 251 mg/dl. Customer reported that he can¿t get into auto mode and also unable to enter auto basal mode. Customer reported that the message from the auto mode readiness screen was active insulin updating. The insulin pump will not be returned for analysis.